Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmosphees for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed using this device as it is. There were no patient complications nor injuries reported and the patient condition was good.